Manufacturer narrative:
Retainer ring = black. P-cap / reservoir locks properly into place. Pump successfully downloaded traces and history file using thump. Unit passed displacement test and active current measurement. No pump error 23, pump error 49, and pump error 68 noted during testing. Pump error 23 did not alarm before inserting new battery. No failed battery test alerts noted when inserting a new battery. However, unit received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss due to moisture damage in j6 and j7 connectors in pcb 1. After swapping pcb 1 with a test board, unit passed sleep current measurement and self test. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case on the battery tube side, and moisture damage in battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed failed battery alert. Customer changed battery after which insulin pump showed multiple pump errors. Customer was able to clear the pump errors and complete insulin pump rewind. Customer then performed self test and insulin pump showed pump error again. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.